Event description:
The patient has recently been having issues with leaking cuffs, about 3 to 4 days after inserting a new tube. In the past month, she has had to change out 4 trach tubes. The caller stated that there was no patient harm, and he did not have the lot numbers of the tubes.

Manufacturer narrative:
Covidien cts reference# (B)(4). It was reported a sample was available for device investigation and covidien is making attempts to obtain the sample.